Event description:
The user facility reported that towards the end of a transurethral resection of prostate (turp) procedure, the users noted smoke emerging from the rear of the unit. The procedure was completed with the use of another company's monopolar system. There was no pt harm reported.

Manufacturer narrative:
The electrosurgical unit referenced in this report was returned to olympus for eval. The eval confirmed the user's report of smoke emerging from the device, and a burning odor was noted to be coming from rear vent of the unit when the device was operated. The cause of this phenomenon was determined to be a damaged capacitor located on the oscillation printed circuit board (pcb). The exact cause of the reported phenomenon could not be conclusively determined. The oscillation pcb was forwarded to the original equipment manufacturer for further eval. If additional significant info is received, this report will be supplemented. The unit has been serviced and been returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.